Event description:
Boston scientific received information that te patient with this pacemaker and right ventricular (rv) lead experienced lightheadedness and dizziness. A review of recorded ventricular tachycardia (vt) episodes showed noise and oversensing on the rv channel. Pacing inhibition with 2-4 second pauses were noted. A local boston scientific representative provided a discussion on the possible reasons and provided options to resolve the issue. Additionally, a chest x-ray showed the rv lead was in a good position. Programming changes were made and the physician confirmed that the patient was doing fine during a subsequent follow up check. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.